Event description:
A malfunction alarm, identified by malfunction code 12, was reported. There was no adverse impact to the customer¿s blood glucose level. Although the pump was not initially reset by the customer, technical support provided instructions for resetting it, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.